Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported temperature issue and procedure cancellation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
Prior to procedure start the neurotherm generator was not producing heat. Different probes were used to resolve the issue but there was no resolution. The procedure was cancelled with the patient in the room. There were no adverse patient consequences.